Event description:
Per the clinic, the patient experienced pain at the implant site. The patient also underwent a revision surgery on (B)(6) 2025, in order to irrigate the wound site and reposition the grounding electrode under the muscle. The patient was also administered with antibiotics (specific type and duration not reported) on (B)(6) 2025. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral antibiotics. The implanted device remains.

Event description:
Correction: the previous or initial MDR submitted on november 07, 2024, was filed inadvertently. No infection has occurred. The following additional information was received from the clinic, the patient also was placed under general anesthesia in order to undergo revision surgery on (B)(6) 2025.